Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue; however, physio observed that the device was still able to charge and shock a shockable rhythm. Physio determined that the cause of the reported issue was due to process residue on capacitor, designator c156, on the analog pcb assembly which caused an electrical short. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is related to a potential failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be unavailable, if needed.